Event description:
It was reported that a device was used during a gastric bypass. After the device was fired it was difficult to remove from the tissue. The surgeon opened the instrument, cleared the tissue, and completed the case without further incident. There were no consequences to the patient.